Event description:
It was reported device movement and a leak occurred. A 35mm watchman flx laa closure device was implanted on (B)(6) 2021 meeting all release criteria and no leaks. During a follow-up computed tomography (CT) scan, a peri-device leak was discovered that was 3-4mm. Movement or shift of the implant from the index procedure to follow-up was confirmed. On (B)(6) 2022, the physician performed a peri-device leak closure using a non-boston scientific vascular plug. There was a small residual leak noted on the transesophageal echo (tee) after the placement of the plug. The patient was noted to have tolerated the procedure well and would be seen again in three months for a follow-up CT scan to reassess the leak.